Event description:
Procedure: lap gastric banding. According to the reporter: while roticulating the instrument, the distal end of the shaft split and fell into the pt. The piece was retrieved. The procedure was completed with the same device. This was noticed once the device was removed.

Manufacturer narrative:
(B)(4).